Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The data file was returned to zoll medical corporation; the customer's report was determined to be related to the device resynchronizing the software after power on. This typically occurs following multiple brief power cycles where the software can become momentarily out of synchronization, typically lasting less than 30 seconds. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that after treating an (B)(6) year old male patient, some of the event data was incorrect/missing. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device was intermittently unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.